Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2017-01568, reference MFR. Report#1627487-2017-01569. The patient alleges stimulation has been ineffective. Consequently, the sjm representative met the patient for system interrogation and discovered high impedance measurements on the left lead contacts. Reprogramming was able to provide some stimulation utilizing the right lead, however coverage was not to the patient's satisfaction. As a result, surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Device 1 of 3. Reference MFR. Report#1627487-2017-01568; reference MFR. Report#1627487-2017-01569. Follow-up identified surgical intervention was undertaken on (B)(6) 2017 wherein the entire scs system was explanted and replaced which resolved the issue.